Event description:
It was reported that the device ran on its own during a surgical procedure. There were no adverse consequences. A back-up device was used and there was no delay in surgery.

Manufacturer narrative:
The device was returned to the MFR and upon eval the complaint could not be confirmed. The asic motor control and assembly needed to be replaced in addition to several other components.